Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. Customer reported elevated blood glucose (bg) levels in the 400's (mg/dl) and consulted their health care provider for assistance. Customer indicated that lantus and humalog injections would be administered to stabilize bg levels.